Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: sp01 competitor implantable tachy lead; 4194 implantable pacing lead (B)(6) 2005.

Event description:
It was reported that the patient had syncope that was presumed related to the programmed ventricular tachycardia (vt) detection/termination algorithm. The patient passed out, received a successful shock after four unsuccessful anti-tachycardia pacing (atp) attempts. It was further reported that the patient experienced a vt storm and had recurrent vt presumed related to the programmed vt detection/termination algorithm. There were multiple shocks for the vt. Prior to the shock, the patient noted chest tightness for 'up to 30 seconds.' It was also noted that the patient had been admitted on (B)(6) 2012 for multiple implantable cardioverter defibrillator (ICD) shocks due to vt. The patient was shocked at least four times after being started on an amiodarone drip; the patient was started on a lidocaine drip and increased metoprolol as well. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.